Event description:
The catheter was in the patient for seven hours, then icp reading went high. The physician checked and discovered internal bleeding. This incident has been reported as user error. Additional information has been requested.